Event description:
The customer reported that a pt dialyzed in 2006 during the first shift of the day on this machine, the pt voiced no complaints prior to treatment. The pt's vital signs were: standing blood pressure 117/77 mmhg; sitting blood pressure 113/72 mmhg; pulse 113 per minute, temperature 35.6 degrees celsius and respirations 20 per minute. The pt's access was a left permacath. The pt's dry weight is estimated to be 42 kg and the pre weight for this treatment was 41.2 kg. The pt had a 0.3 kg weight gain, since the prior treatment. The treatment record indicates that the machine was to be programmed to remove 1 kg. The pt's medical history was not provided by the clinic.

Manufacturer narrative:
See attached failure investigation systems report numbers 1265431. Note that with cessation of all manufacturing activities in december 2000, gambro renal products is no longer a medical device manufacturer.